Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2012 and removal of adhesions. It was reported that the patient experienced severe pain, adhesions, nausea, recurrence, scarring, loss of appetite, stress and anxiety. No additional information was provided.